Event description:
The customer reported the system locked up and the workstation continued to beep and flash live even though the image was black. No report of pt or staff injury.

Manufacturer narrative:
The customer cancelled the service call, indicating the facility had resolved the issue. This malfunction may have resulted in a possible accidental radiation occurrence.